Event description:
A malfunction alarm with malf 12 code was reported. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared.